Event description:
This report is being filed upon notification from our mr MFR in (B) (4), (B) (4) to submit this event. Problem: the pt had an mr scan. The pt was scanned with the sense cardiac coil for a hip exam, in the feet first position. The cardiac coil was wrapped around the body with the cable running across the pt and down to the side. Later that day, a second degree burn with a blister (6cm diameter) was found on the pt's forearm.

Manufacturer narrative:
Conclusions - it was stated that an insufficient distance between cable/coil and pt skin was created with a sheet and was effectively only 1 cm. It is unk whether any parts of the coil or cable became hot during the exam. Most likely the burn was caused by the fact that insufficient distance was kept between the cable of the coil and pt. The instructions for use contain extensive warnings related to coil and cable positioning. This is meant to prevent local skin heating as a result of unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. Therefore, the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.